Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported worm like lines and small black specks all over his lens following an intraocular lens (iol) implant procedure. He stated that something is "wrong with lens". The lens remains implanted.